Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
The tip of the catheter severed during the procedure and migrated distally. After some work, the customer was able to retrieve the tip with a snare. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, device record history, instructions for use (IFU), documentation and quality control was conducted during the investigation. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." "The possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." "Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. Due to product not being returned, we are unable to confirm material degradation failure mode. CAPA has previously been opened to investigate this failure mode, this complaint was conservatively added to this CAPA investigation as the product is in scope of the recall. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.

Event description:
The tip of the catheter severed during the procedure and migrated distally. After some work, the customer was able to retrieve the tip with a snare. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.